Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, it was reported the patient¿s ¿g7 readings were significantly off of their glucose meter readings and the patient went acidotic¿. No other patient or event details were available including patient symptoms or medication/treatment details. Attempts to reach the patient¿s parents for further event clarification were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.